Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third- party service center, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust contamination and displayed error code e093 (err_rtc_value), e007 (err_software), e053 (err_comp_log_sem_timeout) and e065 (err_stuck_encoder_a). The device was scrapped by the service center after the evaluation was completed.